Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating there was no suspected patient infection and no deviations in reprocessing occurred. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times during aspiration. The air/water channel was flushed with water and air using the mh-948. During manual cleaning, the device passed the leak test. The detergent used was neodisher endo med. The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and the single use soft brush(maj-1888). The distal end was flushed with the maj-2319(distal end flushing adapter). Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming unit of agrobacterium radiobacter was detected. The device evaluation found: due to wear of the grip, water tightness was lost. Due to a crack on the scope body, water tightness was lost. The forceps channel port had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The guide pin of the electrical connector was loose. The electrical connector had corrosion due to water leakage. Due to a pinhole on the bending section cover, water tightness was lost. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The distal end had corrosion. The image guide protector had a scratch. The connecting tube had coating peeling. Due to annual inspection, parts needed to be replaced. The water tightness of the forceps elevator was lost. There was corrosion around the forceps elevator. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: positive in culture test. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Event 2: stain at the distal end. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the stain had entered inside the scope cover from the point of the leak and remained because the cover is not detachable. Since the cover is not detachable, it is likely the stain could not removed even when following the reprocessing steps listed in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and one colony forming unit of agrobacterium radiobacter was detected in the air/water channel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.